Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There was 1 other complaint in lot. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a lens was faulty. Additional information was requested.